Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio ID) was freezing, the screen was intermittently turning black, and the scanner cable was trapped in the back wheel. A technical support specialist (tss) found that the device had out of service enabled. The tss reseated the bio ID sensor cable, verified all connections, and performed a power cycle. The screen issue could not be reproduced, the power management settings in the control panel were confirmed to be as recommended. The customer mentioned that user did not use the barcode scanner, so it was left disconnected by the customer. After these actions, the customer tested the system. The bio ID scanner was functioning, and the display screen remained stable during a 30-minute monitoring period. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es machine was locked and unable to access since the biometric identifier was freezing. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.